Event description:
It was reported that during service and repair pre-testing, it was discovered that the perforator driver device had the hudson shaft locked and did not have any movement. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the disconnect sleeve was stuck in the release position and there was excessive dried loctite between the hudson shaft and sleeve. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper assembly of the device during the manufacturing process.